Event description:
On (B)(6) 2013, it was reported that this physician¿s handheld device was not holding a charge. The associated power cord was reported to be frayed; however, the device still did not hold a charge with a known good power cord. The handheld device was kept in the exam room, so there was no transport or suspected misuse. The handheld device was returned on 12/13/2013 and underwent analysis. An analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Visual analysis of the ac adapter was able to identify that the outer insulation on the low voltage side was abraded, exposing the shield wire. Since the shield wire is connected to ground, there was no risk of electrical shock. No functional anomalies associated with the ac adapter performance were noted during testing. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.